Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer extend (vse) instrument gripping force was weak, and it couldn't seal properly. A back-up instrument was used. The issue occurred when the surgeon removed their hands from the hand controls when the issue occurred. Isi did receive the vse instrument to perform failure analysis. The vse instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was evaluated on our in-house system and successfully completed initialization. It passed recognition and engagement tests multiple times, demonstrated intuitive movement throughout its full range of motion, and the jaws operated correctly. The instrument also passed energy recognition and cut tests, confirming full functionality. No product issues were identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that there was a control malfunction with the vessel sealer extend instrument. There was no report of patient involvement or patient injury.